Event description:
It was reported that the patient presented in a non-clinical environment. The patient found his implantable cardioverter defibrillator in backup mode after he set up a life alert monitor near his merlin home transmitter. Programming changes were made. The patient was in stable condition.